Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the battery charger circuit board and transistor q% were defective and were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2600 displayed a precharge failure at the initial start. There was no adverse patient involvement reported. There was no patient information reported.